Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg); value could not be recalled. Contact alleged the infusion set was the cause of the event; however, after the infusion set was removed, no damage was observed. The infusion set was changed and a bolus was requested. Recommendation was made for the customer to discuss the event with a healthcare provider.